Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012 the reporter, the patient's mother, contacted animas to report the pump history recorded an alarm; she was unable to state which alarm was given. No further information was provided. No troubleshooting was performed as the pump was not available at the time of the call. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.